Event description:
It was reported that an em2400 valve set was leaking during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, h7, h9 and h10. H4: the lot was manufactured from november 09, 2021 - november 10, 2021. H9: correction/removal report number: (B)(4) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.